Event description:
The surgeon reported that when she attempted to retract the malyugin ring into the inserter the ring broke at the joint when the side scrolls came together. There was no reported impact to the patient and the procedure was completed.

Manufacturer narrative:
The surgeon indicated that the ring was discarded therefore no evaluation will be performed. The surgeon anecdotally mentioned other surgeons had similar experiences however at the time of this report those claims have not been confirmed. This is the first of three reports.